Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 19-apr-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified kinking of the shaft at approximately 914mm, 131mm, and 115mm from the distal tip of the emboguard device. No further damage was noted at any other locations along the shaft of the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the kink as the ball gauge could not be advanced past this point without resistance. The complaint event description did not detail any damage on the device. Therefore, the kinks along the shaft of the device are unrelated to the complaint event. The complaint unit was returned coiled in a pouch. These kinks may have been caused by device manipulation and shipment post the complaint event. The complaint event detailed that the balloon ¿experienced a tear/puncture¿ during the procedure. Examination of the balloon area identified a pin hole leak in the balloon material. Inflation was attempted on the returned device but was unsuccessful due to a leak in the balloon material. The complaint event was therefore confirmed but no root cause was determined. The complaint event description indicates that the emboguard bgc was attempted to be inserted and delivered without an introducer sheath (i.e. Based on the complaint report detailing that the emboguard dilator was inserted through a micro puncture into the radial artery). As the anatomically representative model does not contain appropriate representation of a patient¿s vessel to simulate sheath-less insertion, a benchtop event recreation was not possible. The balloon was successfully prepped prior to the procedure. A possible root cause for the leak in the balloon could be the introducer sheath less approach. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. A review of the manufacturing documentation associated with this lot (0000233260) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000233260) was used. From the introduction of the emboguard into the radial artery to taking it into the right common carotid artery (cca), the balloon catheter material experienced a tear / puncture. When the balloon catheter was being inflated for a tandem occlusion stroke, the physician noticed the contrast media escaping the balloon and it instantly deflated. The emboguard balloon catheter was removed and a new emboguard was used in its place. It was reported that the balloon catheter was prepared normally using a 50:50 mixture of contrast to saline ration. The hydrophilic coating was activated prior to the introduction of the emboguard balloon catheter. There was no report of any negative patient impact as a result of the reported issue. On 03-apr-2024, additional information was received. Per the information, the target was a tandem occlusion of the right internal carotid artery (rica) and the right m1 segment of the middle cerebral artery (mca). Excessive vessel tortuosity was not noted. An introducer sheath was not used. There was no use of a peel-away sheath. A dilator was used during the initial access then it was switched to a long sim 2 to access the right common carotid artery (rcca). The tear / punction was observed after the first inflation in the patient¿s body. The technologist prepping the catheter inflated the balloon prior to its use in the body and the balloon catheter was intact. The procedure was successfully completed with the replacement emboguard balloon catheter. There was no clinically significant delay other than prepping a new [balloon] catheter.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot: (0000233260) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformance's related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.